Event description:
It was reported that the target lesion was a chronic total occlusion (cto) located in the mid left anterior descending artery (lad). To access the lesion via retrograde approach from the right coronary artery (rca), a xience xpedition 3.0 x 23 mm stent was implanted in the proximal rca. During the procedure to approach via retrograde to the mid lad, thrombus was observed in the guiding catheter. Another thrombus was observed in the proximal rca, including inside the xience xpedition stent. After the non-abbott thrombectomy device was prepared, thrombosis was observed under angiography in the proximal to distal rca. After thrombectomy was performed, a xience xpedition 3.0 x 38 mm stent was implanted in the distal rca and a xience xpedition 3.5 x 38 mm stent was implanted in the mid rca. The physician commented that the patient had been diagnosed with heparin-induced thrombocytopenia (hit), thus heparin was not used during the procedure and this could have inflated the thrombus formation. Also, many devices were used to approach the cto in the mid lad via retrograde approach, and could be another factor of the thrombus formation. Therefore the physician did not feel that the stent was the cause of the thrombus. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of thrombosis is a known observed and potential adverse event as listed in the xience xpedition drug eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.